Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they saw the manufacturer representative (rep) later in april for reprogramming and he added a different program. The patient had a loss or change in therapy. The patient had retention, however, patient also mentioned that the last two nights she woke up wet, which normally did not happen. The patient was feeling stimulation. Her normal experience with stimulation was that she could just barely feel it. On the current program, she could not increase any higher than 6.0 volts on program 1 otherwise it was painful. There were no medical procedures/emi that could be related to this issue. There were no trauma/falls reported that could be related to this issue. The patient wanted to switch to a different program. They switched to program 2 and felt stim in the correct area. The patient was going to follow-up with their health care professional (hcp). The symptoms reported was a return of retention, swollen abdomen, and pain in the lower back. This was a sudden change in therapy symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was not being able to adjust stimulation and didn¿t know to use the plus key to increase stimulation. The patient was on program 2 at 1.40 volts and they didn¿t feel stimulation. The patient increased stimulation to 1.50 volts. The patient¿s health care provider (hcp) went in the same incision site from the trial when they got their implant and it hurt back there. The patient was still having difficulty with not peeing right. The patient¿s belly was swollen today, causing discomfort. Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had appointments in (B)(6) 2015. Additional information received reports pain at implant site and swelling of stomach since four days before reported event date. The burning sensation started two weeks ago in lower back where battery was located. It was hurting real bad which started four day before reported event date. The patient reported peeing razor blades for past two weeks. Her family doctor called monday morning and told the patient to get a hold of surgeon for neurostimulator. She had a lot of pain at implant site where ins (stimulator) was located. Still burning and hurting real bad. Her belly was extended and it was flat before. She had lost 22 lbs (pounds) since implant. Bowels weren¿t moving before implant. Staying swollen because, bladder wasn¿t emptying. Pain and swelling of stomach started four days before reported event date. The patient went to family doctor and checked urine and stated had infection. The patient was given antibiotics and still has a day or 2 left and put on ¿blue and nurse¿. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Product ID 3093-28, lot# va0r884, implanted: 2015 (B)(6); product type lead product ID 3093-28, lot# va0r884, implanted: 2015 (B)(6); product type lead. (B)(4).